Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: school nurse reports pump emitted an exceeds maximum tdd warning 100 units when trying to deliver bolus for lunch today: patient has not taken 100 units of insulin today so she does not understand why that alarm has been triggered. Cartridge had been changed this morning, because she had received low cartridge warning 1 hour prior to call. Now when trying to cover for carbohydrates at lunch, the exceeds tdd warning was triggered. Customer technical support (cts) reviewed pump and found the time on pump is 1 hour behind: patient states she never changed for daylight savings time, and the date is off by one day: reads (B)(6) 2013 instead of (B)(6) 2013. Cts instructed school nurse on adjusting time, which then cleared limits warning and allowed patient to deliver lunch bolus. Patient is (B)(6), does not know when date changed. The nurse was unable to complete troubleshooting with cts. This complaint is being reported due to the allegation that the pump changed date without user intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.